Event description:
It was reported via notice of litigation that a firefighter/paramedic was injured. Reportedly, the safety bar did not function properly and the cot began to fall to the ground. Reportedly, the firefighter/paramedic was injured "when trying to keep the patient from harm by physically holding the falling cot." No patient injury was reported.

Manufacturer narrative:
Due to pending litigation, injury is being assumed. It is unlikely that the cot will be examined at this time.